Event description:
During abbeymoor medical review of a physician provided cystoscopy video, the device manufacturer observed a complete device migration. The device was initially positioned on 12/19/2007 and removed by cystoscopy in early 2008. No known patient injury or hospitalization. No device lot number provided. Indication for use is differential diagnosis. Number of days the spanner had been in use is 35 days.

Manufacturer narrative:
The device was not returned for evaluation. Physician feedback suggests the patient, who resided in a nursing home, was doing okay while wearing the spanner. The physician suspects that nursing home personnel may have attempted insertion of a catheter into the patient, thereby pushing the spanner up into the bladder. This form FDA 3500a is being submitted after the required 30-day time frame in response to recent interactions between abbeymoor, the FDA local district office, and the FDA reporting systems monitoring branch in which migration events with cystoscopic removal were deemed MDR reportable. (Abbeymoor initially determined that the MDR was not required for this event based on results of a clinician-based risk assessment).